Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 36 and 48 hours. Symptoms began 1 day into usage. This was due to the irritation, redness and soreness. The patient was prescribed antibiotics (phamexin ,clobetasol propionate cream) and a hydrocortisone ointment.